Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113211a2 - alphastar mobile operating table. As it was stated, the table got severely overheated at the complete plug for transformer on the base. The cable plug melted. Failure was observed after the cleaning protocol in the room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the overheating at the complete plug for transformer, which may cause the electric shock, was to reoccur. The ssu provided information that the damaged cable overheated, the smoke was visible, but no flames occurred. The complete plug for transformer and its screw was replaced by getinge technician. After completing the necessary repairs, the device was restored to full working order and returned to service. With the investigation performed it was concluded that the incident occurred after the cleaning protocol and therefore the device was not used for the patient¿s treatment. As the malfunction occurred, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. According to the information provided by the ssu, the fire came from the washing protocol, so it was assumed that the damaged was caused by user incorrect practice in usage. The instructions for use for alphastar mobile operating table states that improper cleaning and disinfection can cause property damage. The user is advised to use only as much detergent and disinfectant as required. The user should thoroughly wipe off any excess detergent and disinfectant with a damp, soft cloth and avoid surface drying of excess detergents and disinfectants (ga113211en15, page 71). It is recommended to perform visual and functional inspections by user after each cleaning and disinfection process (ga113211en15, page 72). In summary, as a result of the performed root cause evaluation, it can be concluded that the root cause of the reported issue, namely the overheating at the complete plug for transformer, which may cause the electric shock, is related to user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022 the correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h4 device manufacture date, h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th june 2024, getinge became aware of an issue with one of our mobile tables - 113211a2 - alphastar mobile operating table. As it was stated, the table got severely overheated at the cable socket power supply on the base. The cable plug melted. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the overheating at the power supply socket, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 113211a2 - alphastar mobile operating table. As it was stated, the table got severely overheated at the complete plug for transformer on the base. The cable plug melted. Failure was observed after the cleaning protocol in the room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the overheating at the complete plug for transformer, which may cause the electric shock, was to reoccur. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a. Previous h4 device manufacture date: 02/01/2008. Corrected h4 device manufacture date: 01/30/2008. Previous h6 component codes: mechanical/socket//967. Electrical and magnetic/cable, electrical//423. Corrected h6 component codes: mechanical/socket//967.

Event description:
Getinge became aware of an issue with one of our mobile tables - 113211a2 - alphastar mobile operating table. As it was stated, the table got severely overheated at the complete plug for transformer on the base. The cable plug melted. Failure was observed after the cleaning protocol in the room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the overheating at the complete plug for transformer, which may cause the electric shock, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 28th june 2024, getinge became aware of an issue with one of our mobile tables - 113211a2 - alphastar mobile operating table. As it was stated, the table got severely overheated at the cable socket power supply on the base. The cable plug melted. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the overheating at the power supply socket, was to reoccur.